Event description:
The patient underwent successful angioplasty and stent placement to treat left m1 middle cerebral artery (mca) two stenotic lesions. Post procedure, the patient did not have any adverse events and had a modified rankin scale of 0 at discharge. Subsequent review of imaging showed that after angioplasty but prior the stent placement a vessel dissection occurred. No other information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful angioplasty and stent placement to treat left m1 middle cerebral artery (mca) two stenotic lesions. Post procedure, the patient did not have any adverse events and had a modified rankin scale of 0 at discharge. Subsequent review of imaging showed that after angioplasty but prior the stent placement a vessel dissection occurred. No other information was provided.

Manufacturer narrative:
The device is not available to the manufacture.